Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotentials oversensing was observed via review of session records. Isometrics test moving of patient's hand, deep breathing, coughing and pocket manipulation were performed but oversensing was not reproduced. No programming changes were made. No patient symptoms reported.